Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes presence of particles in the device. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that the device has been evaluated and returned to manufacturer in section d9. Also it was marked as evaluated by manufacturer in section h3. After review, it was determined that all these were incorrectly selected since the device was not returned and evaluated by manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging presence of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the second attempt to have the device and components returned for evaluation, customer stated that device was returned and received a replacement . The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging presence of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to a third party for a further evaluation. The device was evaluated. There was no mention of visual findings on the external part of the device. The internal aspect of the device was inspected. The service center reported that there was no evidence of sound abatement foam degradation, but dirt contamination was found during evaluation. In addition, the device was scrapped. The service center concludes that they could not confirmed the customer's allegation and that there was no visible foam degradation. Device was scrapped.